Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported "thumping in the diaphragm area" at night when lying on their left side. The left ventricular (lv) lead was tested and it was confirmed the patient experienced phrenic nerve stimulation. The lead was reprogrammed and no phrenic nerve stimulation was noted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.